Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent an unspecified procedure. After the catheter was connected to the ultrasound system and prior to insertion into the patient, it was noted that the ultrasound system did not display an image. The user replaced the catheter and the intended procedure was completed without rebooting the ultrasound system. There was no patient adverse event reported. No additional information was provided.